Event description:
It was reported to medtronic minimed that the customer experienced pump error 39 (motor current error detected). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and confirmed customer received pump error 39. Customer was not able to clear the error. No harm requiring medical intervention was reported. Customer discontinued using the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2024 06:41:33.000 and (twice) on (B)(6) 2024 06:41:45.000 according in the error log file/detailed trace file. As per global logic analysis (esf#: (B)(4), pump error 63 alarms (twi) (line number: 147, file number: (B)(4), suspected on hw. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 01-sep-2024 in the formatted history file. Lost sensor 1 alert (780) was found on: (B)(6) 2024 17:43:00.000, on (B)(6) 2024 17:53:00.000. Insert battery alarm was found on: (B)(6) 2024 19:36:54.000 to on (B)(6) 2024 19:54:52.000, on (B)(6) 2024 20:04:44.000 to on (B)(6) 2024 20:20:49.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2024 20:08:34.000, on (B)(6) 2024 20:18:03.000, on (B)(6) 2024 20:19:20.000, on (B)(6) 2024 20:19:33.000, on (B)(6) 2024 20:19:46.000. Pump error 23 alarm was found on: (B)(6) 2024 19:46:06.000, on (B)(6) 2024 19:51:55.000, on (B)(6) 2024 19:55:05.000, on (B)(6) 2024 20:04:58.000, on (B)(6) 2024 20:17:43.000, on (B)(6) 2024 20:19:02.000. Power loss alarm was found on: (B)(6) 2024 19:46:20.000 to on (B)(6) 2024 19:55:24.000, on (B)(6) 2024 20:05:12.000 to on (B)(6) 2024 20:20:15.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets due to battery backup depletion. Unable to test for lost sensor alert, failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm due to critical pump error (open book image) alarm. Lost sensor alert, failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm were unknown. Pump error 39 alarm was found on: (B)(6) 2024 19:28:27.000, on (B)(6) 2024 19:34:32.000, on (B)(6) 2024 19:35:03.000, on (B)(6) 2024 19:35:34.000, on (B)(6) 2024 19:36:08.000, on (B)(6) 2024 19:36:31.000, on (B)(6) 2024 19:39:03.000, on (B)(6) 2024 19:46:59.000, on (B)(6) 2024 19:47:46.000, on (B)(6) 2024 19:52:51.000, on (B)(6) 2024 19:55:55.000, on (B)(6) 2024 19:56:13.000, on (B)(6) 2024 19:58:07.000, on (B)(6) 2024 20:00:05.000, on (B)(6) 2024 20:06:06.000, on (B)(6) 2024 20:10:05.000, on (B)(6) 2024 20:10:27.000, on (B)(6) 2024 20:18:41.000 and on (B)(6) 2024 20:20:43.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Pump error 39 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm, suspected on hw. Also, pump error 39 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.